Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 10/03/2013 with the following findings: the pump history shows the last bolus and the last basal were delivered on 07/05/2013. No alarms related to the complaint noted in the alarm history; only typical usage observed. The basal and boluses add up appropriately to total the total daily dose; showing the pump was delivering accurately until the last date used. Pump successfully passed a 29hr flow accuracy test. No alarms occurred during testing. Pump found to be delivering accurately and operating within required range. Unable to duplicate reported complaint. There was no defect found.

Event description:
The reporter contacted animas on (B)(6) 2013 reporting that the patient was recently hospitalization due to hypoglycemia. There is no additional information at this time. This report is being made due to the alleged bg excursion while on insulin pump therapy.